Event description:
It was reported that a patient experienced a breach in aseptic technique during peritoneal dialysis (pd) therapy, which resulted in peritonitis. The breach in aseptic technique was further described as touch contamination. The patient was not hospitalized for the peritonitis. The patient was treated with vancomycin (dose, route and frequency not reported) for the event. At the time of this report, the patient had recovered from the peritonitis. Action taken with pd therapy was not reported. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The peritonitis occurred on an unknown date in (B)(6) 2014. This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.